Manufacturer narrative:
Device eval by manufacturer:the 2.4mm jetstream xc atherectomy catheter received for analysis. The shaft and the remainder of the device was inspected for damage. Visual examination showed a buckling and kinks located 8cm to 8.5cm from the tip. A 0.014 test thruway guidewire was inserted into the device lumen and the guidewire transcended through the device with no hesitations or restrictions. The functionality of the device was checked. The device primed as designed. The device was tested for rotational functionality and the device blades spun. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported that the device lost rotation. The occluded target lesion was located in moderately calcified and non-tortuous superficial femoral artery (sfa). A 2.4mm jetstream xc atherectomy catheter and a non-bsc guidewire were selected for an atherectomy procedure. During the procedure, the catheter stopped rotation. The device was removed and the procedure was completed with a 2.1mm jetstream xc catheter. There were no patient complications reported and the patient's status post procedure was fine.

Event description:
It was reported that the device lost rotation. The occluded target lesion was located in moderately calcified and none tortuous superficial femoral artery (sfa). A 2.4mm jetstream xc atherectomy catheter and a non-bsc guidewire were selected for an atherectomy procedure. During the procedure, the catheter stopped rotation. The device was removed and the procedure was completed with a 2.1mm jetstream xc catheter. There were no patient complications reported and the patient's status post procedure was fine.